Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 8pm at the end-user's home. Caller stated that the end-user took a blood glucose test and received a result 50mg/dl. A normal result for the end-user for that time of day is 150-200mg/dl. Prior to seeking medical attention, the end-user had dinner and took his prescribed medications. Caller stated that the end-user appeared awake but was not responsive, so she called ems. Caller stated that while waiting for the ens to arrive she tried to give the end-user candy, but he was not responding. Ems arrived 10-15 minutes after testing with the prodigy meter. They tested the end-user with there meter and received a result of 30mg/dl. The end-user was still unresponsive, and the ems administered a glucose IV. End-user was the transported to (B)(6). Caller was unsure of what his blood glucose was upon arriving at the hospital. Caller was unable to provide what treatment the end-user received due to not be allowed in the back ant the ER. She stated that he was not admitted and was there approximately 8 hours. Caller was unable to recall what the end-users blood glucose was when he was discharged or what instructions he may have received. The end -user is on a sliding scale that is as follows tresiba: 20 units in the morning. Novolog: sliding scale, 150-200mg/dl=1 unit, 201-250mg/dl=2 units, 251-300mg/dl=3 units, 301-350mg/dl=4 units, 351-400mg/dl=5 units, 401-450mg/dl=6 units, and call emt if result is below 70 mg/dl or over 450 mg/dl. No additional information was provided.